Manufacturer narrative:
(B)(4). Catalog #42532006701, persona stemmed cemented tibial component, lot #62490314; catalog #42540200032, persona vivacite all poly patella, lot #62661824 - manufactured by (B)(4). Catalog #42512000411, persona cr vivacite articular surface, lot #62559446. This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is experiencing pain and is unable to climb stairs.

Manufacturer narrative:
As no revision surgery performed, no devices available for evaluation. These devices are used for treatment. Surgical notes have not been provided. Compatibility of the components was reviewed per the persona product profiler with no issues found. A definitive root cause for the patient's pain cannot be determined with the information provided.